Event description:
It was reported that the pencil remained active.

Manufacturer narrative:
9/17/97, device was rec'd and evaluated. Upon close examination, co discovered that co did not MFR or distribute this product. The sample and reports have been forwarded to aspen labs.